Event description:
Found during inspection. According to the reporter, the device has a flashing service icon.

Manufacturer narrative:
Physio-control evaluated the device and observed that the flashing service icon could not be cleared. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.